Manufacturer narrative:
(B)(4). One used (B)(4) was received for evaluation. Visual inspection found one of the knife webs protruding from the clevis area. The web was not sharp. The insulation was not melted. The customer reported that the jaws and tip are melting. The reported condition was not confirmed. The jaws opened and closed normally when the handle was activated. The knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate, the trigger was forced and this caused one of the webs to break and protrude from the sample. The web was not sharp. The investigation identified the root cause of the reported event to be user error.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws and tips were melting during use. Nothing fell off of the device and there was no patient injury. The device was returned for evaluation with the web protruding from the cleavis area (non-sharp).